Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer got a no power and they took the battery out and put it back. Customer stated they did hear the piston running like its trying to rewind or prime, but nothing was on the screen. Customer had to push the act button several times in order to get it to respond. No harm requiring medical intervention was reported. The device will not be returned for analysis.